Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received a false positive result on 10-sep-2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 22192c, reader sn (B)(4). The customer tested negative with a sars-cov-2 pcr test, sample collected at cvs pharmacy and tested by quest diagnostics; test brand and date are unknown. The customer reported no symptoms and was testing for travel. Customer confirmed the cartridges were stored according to instructions for use.